Event description:
(B)(4): it was reported that a screw from an led light handle fell off from the handle. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The light handle involved in this report was evaluated at the customer site and the issue was resolved at that time. The light handle will not be returned as it is now fully functional. Add'l investigation as to the root cause of this event is ongoing. The catalog number provided is for the led light head, which is the component that the light handle is attached to. Eval summary: a screw from a light handle was reported to have fallen out of the handle. Photographs of the handle w/o the screw are part of the investigation documents and the issue was resolved at the customer site by a stryker technician tightening the screw back into place. The investigation regarding the root cause of this event is ongoing. There was no pt involvement and no report of any adverse consequences to the pt or caregiver.